Event description:
Long sheath came out of the packaging somewhat crooked. Unable to straighten out with transseptal needle once inside the body and was promptly removed. Sheath put back into original.